Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified red and white encapsulation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown.

Event description:
Patient reported left side pain and double capsule. Healthcare professional later reported capsular contracture, baker grade unknown, that causes fullness on upper side and pain. Device has been explanted and replaced.